Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer was not filling and had a burning smell coming from the fill valve. The fill valve had charring on the body of the valve and a little smoke was observed. The facility¿s smoke detectors did not go off as a result. The charred valve was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The fill valve was the original fresenius part on the machine. The mixer is plugged in to a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the charred fill valve. The bmt replaced the control board and the fill valve to resolve the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fill valve was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 health effect impact code.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer was not filling and had a burning smell coming from the fill valve. The fill valve had charring on the body of the valve and a little smoke was observed. The facility¿s smoke detectors did not go off as a result. The charred valve was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The fill valve was the original fresenius part on the machine. The mixer is plugged in to a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the charred fill valve. The bmt replaced the control board and the fill valve to resolve the reported issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fill valve was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection revealed thermal damage to the valve coil, the terminals and cracks in the casing. The damaged valve emitted a burn smell. The resistance measured across the hot and neutral terminals was found to be shorted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.